Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified vein. A symmetry 40 balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located within the distal balloon sleeve 1mm proximal from the distal markerband. An examination of the balloon material and the tip region identified no issues. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified vein. A symmetry 40 balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.